Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however, it was reported the patient was born in (B)(6). The exact date is unknown but occurred in (B)(6) 2012. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was treated in the hospital. It was indicated to have the catheter removed, but the patient did not agree and requested to be discharged. The patient was discharged and treated with herbal medicines at home. The patients appetite became poor and received clear fluids. The patient became debilitated. On (B)(6) 2012, the patient died at home due to debilitation. It as not reported if an autopsy was performed. No additional information is available.